Event description:
It was reported that while interrogating a device, the programmer only achieved approximately 50% progress before crashing and displaying an error code. This happened twice before a second programmer was used and the device interrogated normally. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).